Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the hospital by ambulance in a ventricular fibrilation arrest. The patient was con-compliant with medications and has not done follow up for the device since september 2006. While in intensive care the right ventricular lead impedance showed to be high since (B)(6) 2010. The device was programmed to charge to 35j but only 1.2j were delivered. The date of death was (B)(6) 2011.